Manufacturer narrative:
(B)(4).

Event description:
It was reported that during left lead implant it was difficult to place the lead and eventually it was not possible to advance the guidewire down the lead. Lead was replaced. Patient condition was good.